Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, hernia recurrence, adhesions and surgical intervention. The instructions-for-use (IFU) supplied with the device lists adhesions and hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol perfix plug. An additional emdr was submitted to represent the bard/davol perfix plug. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient was implanted with two perfix plug meshes (the product). It is alleged that on (B)(6) 2005, the patient was implanted with the product in the course of hernia repair surgery. It is alleged that further to the implantation with the product, the patient suffered the development of hernia recurrence and chronic pain. It is alleged that the patient underwent additional corrective revision surgeries. Attorney alleges that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences and the patient has sustained permanent injuries including scarring, disfigurement and chronic pain. It is alleged that the patient's adverse reaction, complications, and further surgery directly and proximately resulted from the defective and dangerous condition of the product. As a result, the patient sustained mesh failure, hernia recurrence, adhesions, chronic pain and chronic fatigue. It is alleged that the implantation of the product caused and continue to cause the patient pain, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health. It is alleged that as a further result of the implantation of the product, the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.